Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding patients with implanted pumps. The hcp expressed concern that "4-5 pumps have completely stopped" recently.